Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11350. It was reported the patient wanted the system removed because she felt it was no longer helpful; some of the pain had changed. Follow up identified the physician explanted the scs system.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.